Event description:
Allergan aesthetics received a report of a patient treated on the lower abdomen, flank, and arms with coolsculpting on (B)(6) 2020 using the cooladvantage coolcore and may have developed paradoxical hyperplasia (pah/ph) on the lower abdomen six months after treatment. The patient contacted allergan on (B)(6) 2023 and indicated a treatment on (B)(6) 2021 to the lower abdomen and flanks. Overall, the patient developed pah/ph) after treatment per diagnosis (cef dated on (B)(6) 2023).

Manufacturer narrative:
H11: correction and additional data: concomitant product.

Manufacturer narrative:
Additional information: b5, a4, and e1.h11: corrected data: h10.

Event description:
Allergan aesthetics received a report of a patient treated on the lower abdomen and flanks with coolsculpting on (B)(6) 2020 using the cooladvantage coolcore and may have developed paradoxical hyperplasia (pah/ph) on the lower stomach six months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated on the lower abdomen and flanks with coolsculpting on 15 march 2021 may have developed paradoxical hyperplasia (pah/ph) on the lower stomach four to six months after treatment. Diagnosed with pah/ph by doctor on (B)(6) 2023.

Manufacturer narrative:
Corrected data: a4, d1, d8.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen on (B)(6) 2020 using the cooladvantage applicator with coolcore applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected / changed data: e1 e3 g2. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 5/16/2023. Clarification to b3 partial date of event: "4-6 months after treatment" was provided.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 using the cooladvantage coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.